Manufacturer narrative:
Technician found service code 30-49 and left intermediate cable with intermittent connection. Was not working correctly due to old fluid residue in ucm board. Replaced intermediate cable and ucm board to resolve this issue.

Event description:
Complaint received that the "service required light" was flashing. No alleged injuries by account.